Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6)2012. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6)2012- patient was diagnosed with large umbilical hernia thereby underwent open repair with implant of ventralex mesh (device 1). Per op notes, ¿a large umbilical hernia protruding through umbilicus was identified and reduced. The hernia sac was dissected and a ventralex mesh (device 1) was placed into the abdominal cavity and sutured. (B)(6)2021- patient was diagnosed with recurrent ventral hernia, thereby underwent open repair with implant of ventralight st mesh (device 2). Per op notes, ¿the scar tissue and the hernia sac was dissected circumferentially, and 2 hernia sacs were identified in supraumbilical position where one was periumbilical. The hernia sac was dissected and between these two defects there was the old mesh (device 1) which was wrinkled and the ventralex mesh (device 1) was excised. A ventralight st mesh (device 2) was placed in the retrorectus space and was sutured¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2011) is considered to be the best estimate. Updated fields: a2, b3, b4, b5, b6, d3, d4(product catalog no., corporate lot no., UDI no., expiry date), d.6b (date of explant), g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.